Event description:
It was reported the patient's bath mat was inadvertently caught up in the m51p powered wheelchair drive tire. Before the patient was able to remove the bath mat, the wheelchair began emitting a "burning smell."